Event description:
This device was returned with documentation from biotronik representative. Per rep, this patient has twiddler's syndrome and managed to wrap the lead around the can. The lead sensed vf, aborted, then sensed a second vf that could not be aborted. The lead was delivered a shock to the can. This system was replaced with a lumax 340 vr-t, and a linox sd 60/16, lumax 340 vr-t, MDR 1028232-2009-00582; linox sd 65/16, MDR 1028232-2009-00583.